Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the reagent t-valve failed allowing deionized water to leak through reagent probe b. There was no obstruction. Issue was resolved upon replacement of the valve. (B)(4).

Event description:
Customer reported the unicel dxc 600i access clinical synchron system had fluid on the reagent carousel cover. Customer reported finding reagent probe b leaking during system priming. The leak was small and contained within the instrument. No exposure reported. Customer was wearing lab coat, goggles, and gloves. No erroneous results generated.